Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Exact event date is not known, but possibly might be jan 10, 2023. During the cleaning of the device during reprocessing it was noted that there was an obstruction in the channel. The cleaning brushes were examined for missing parts after being used. The manufacturer/model number of the brushes used for cleaning the devices is not known. Nor is it known of the brushes are as recommended by the instructions for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. In addition to the reportable event, the following non reportable malfunctions were identified during evaluation of the device: angulation in the up direction is out of standards due to worn of angle-wire. The gap of up/down knob is out of standards due to worn of angle-wire. Liquid leaks due to cutting part of ar (bending section cover). Liquid leaks due to deformation of plug-unit. The condition of light guide bundle is not good. Light guide lens is broken. The adhesive part of ar (bending section cover) is broken. Switch button1 is deformed. There is crease at the universal code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was a tip of a syringe, which is used at reprocessing and might have broke and remained. The event can be prevented by following the instructions for use: "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that a foreign material, which was a brush tip, was clogging the channel. The brush tip could be removed from the channel. This is attributed to failure to clean adequately. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had an issue of blockage of suction channel. The customer had performed a full reprocessing after a procedure that had no reported issue. Subsequently, upon inspection of the device the clogging issue was observed. There is no patient involvement in the event. The intended procedure in which the device was to be used was completed without any delay with another similar device.